Event description:
Patient presented with an infection at the chest incision site. On examination, wound dehiscence with purulent discharge was noted. The patient was taken to the operating room, where the entire inspire system was explanted. The incision sites were thoroughly irrigated with an antibiotic solution, and the wounds were closed primarily. Postoperatively, a course of antibiotics was prescribed.